Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp), the delivery catheter was unable to transition to tether mode and the rvlp prematurely separated. The rvlp was implanted. The patient was stable following the procedure.